Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending artery to diagonal bifurcation. A promus premier¿ stent was implanted in the lesion. However, 5-6 days post stent implantation, the patient came back with thrombosis of the promus premier¿ stent.

Manufacturer narrative:
Device is a combination product. If implanted, give date: a week ago. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).